Event description:
The following was reported to hamilton medical ag: during the use of the ventilator, unstable oxygen flow, abnormal oxygen pressure, and oxygen leakage were found. No harm was caused, and the warranty repair department found that the internal oxygen assembly was damaged during maintenance. The damaged parts have been replaced and can be used normally. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow up - additional information/ conclusion: the root cause of the ventilator to alarm with "technical event: 231008 (o2 valve leak" was a malfunction of the o2 mixer valve causing a leak. (Mechanically jammed due storage of the device for a long period before usage). Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared to be used for treatment or diagnosis (preop check). There was no patient or user harm.

Event description:
The following was reported to hamilton medical ag: during the use of the ventilator, unstable oxygen flow, abnormal oxygen pressure, and oxygen leakage were found. No harm was caused, and the warranty repair department found that the internal oxygen assembly was damaged during maintenance. The damaged parts have been replaced and can be used normally. No health consequences or impact.